Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarm noted.

Event description:
It was reported that the insulin pump gave an alarm. It was also stated that the drive support cap was protruding from the case. Nothing further was reported.